Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump button had to pressed multiple times when changing sensor. The insulin pump had battery cap takes a while for pump to recognized and battery are lasting less than 7 day and battery life was diminished as well as rejected new battery. No harm requiring medical intervention was reported. The insulin pump received no delivery alarm. Customer declined trouble shooting stating that he was not concerned regarding issues reported on his device and stated that his pump was working as designed. The device will not be returned for analysis.